Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) that was found in the device logs. The cause of the iipv found in the logs was determined to be: insufficient drain / use error as the tidal ultrafiltration removal was set too low (0ml). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3698ml. The fill volume 2300ml, which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv event. The nurse stated that she was not aware of this event as the patient did not report any symptoms of overfill. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.